Event description:
It was reported that the patient presented with proximal pedicle screw pull out in a construct implanted (B)(6) 2013. A total of four screws had pulled out. Patient was revised and screws that had pulled out were removed and replaced with larger diameter screws and supplemented with sub laminar wires. See mfg medwatch report no. 1526439-2013-34633 for the first screw that had pulled out. See mfg medwatch report no. 1526439-2013-34635 for the third screw that had pulled out. See mfg medwatch report no. 1526439-2013-34636 for the fourth screw that had pulled out.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. Given to patient.

Manufacturer narrative:
The product samples were not returned to the complaints handling unit for evaluation as the explanted devices were given to the patient. A review of the device history record for the acc 5.5 ss si poly screw could not be conducted as the lot numbers are unknown. Without the lot numbers, a review of the manufacturing records cannot be completed. A 12-month review of the complaint trend analysis for the acc 5.5 ss si poly screws was conducted on the product family because of a similar top loading geometric design and functionality. It was noted that there were no related complaints for issues of this nature. Review of complaints found no significant trends. Without the product samples we are unable to confirm the reported issue or identify the root cause. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.